Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain and pump started to erode through the scrotum. The ipp was explanted. There were no additional patient complications reported.